Event description:
It was reported that at the time of extubation, approximately 2 hours after undergoing a da vinci-assisted paraesophogeal hernia repair and inferior and middle lobectomy, the patient became hypotensive and bled. The surgical drain had 750 cc of blood and an ultrasound revealed a pericardial tamponade, resulting in an emergency reoperation via open sternotomy. Intrapericardial exploration revealed no cardiac injury or injury to the major intrapericardial vessels. Despite no intraoperative complications during the da vinci-assisted surgical procedure, the stump of the right inferior pulmonary vein was found to be open in the pericardium due to the staples placed failing. While the staple line failed, the surgeon confirms there were no issues while stapling; no hard objects were encountered, there was no tension on the tissue, and it is unknown why this happened. During the reoperation, the staple line was repaired with a prolene suture. The patient received a transfusion of 3 units of rbcs (red blood cells) and 3 ffp (fresh frozen plasma), and re-transfusion of 2.7l of cellsaver. The estimated blood loss was estimated at approximately 1000l (cellsaver aspiration at 3.3l and chest drain at 1.5l). Postoperatively, the patient was admitted to the intensive care unit (ICU) where he stayed until postoperative day (pod) #6 and was then transferred to the cardiac unit until pod #14 and then discharged home. The patient underwent this procedure for a carcinoid tumor.

Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. An advanced stapler log review shows the instrument was installed on the system 10 times and fired 10 reloads (1 green, 3 white, 1 black, 2 white, 3 green, in that order). There were no incomplete clamps or unclamps by this instrument during the procedure. On install 1, the system failed to detect the reload color, and the user manually selected the green reload. On installs 1, 2, 4-8, and 10, the firings were completed with no pauses for compression. On installs 3 and 9, the firings were each completed with 1 pause for compression. After the 10th install, the instrument was then removed and not used again in the procedure. There were no stapler related errors in the system logs. The patient is 5'8".